Manufacturer narrative:
(B)(4). Approximate age of device ¿ 78 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) levels, hemoglobin urea, and dark urine. A ramp study was consistent with thrombus. The patient reportedly had always been therapeutic and did not have any clinical history that might have been relevant to the event. The patient was treated with persantine, bivalirudin, and plavix. The pump was exchanged on (B)(6) 2016 due to the suspected thrombus. The patient subsequently expired on (B)(6) 2016 due to sepsis and multisystem organ failure. It was reported that the patient had renal failure, respiratory failure, respiratory bleeding, and an infection in the bloodstream. There were no reported issues associated with the newly implanted device. No additional information was provided.

Manufacturer narrative:
The explanted device was returned assembled. The sealed inflow conduit, outflow graft, outflow graft bend relief, and bend relief collar were not returned. The inlet bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The deposition had ring-like structure and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. A specific cause for the development of the deposition and a timeframe for which it was present could not be conclusively determined; however, it could have potentially contributed to the report of elevated lactate dehydration levels. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.